Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the x-ray performed did not reveal anything. Reprogramming was done to ensure good coverage and it was stated that the patient would have a battery replacement as they were close to eri. No lead revision was planned at this point. The cause of high impedances was not determined. It was reported that the patient delined to offer their height and weight at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97715, serial# (B)(4), product type: implantable neurostimulator; product ID: 3777-60, serial# (B)(4), product type: lead; product ID: 3777-60, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-jul-31. The rep indicated that during the procedure they were in pre-op with the old battery and intra-op with the new battery there were high impedances with ¿do not use¿ readings throughout lead 0-7. No actions were taken as the patient had full coverage of all bilateral painful areas using the lead in port 8-15. It was unknown which lead serial number is in which port and no leads were explanted. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the rep was interrogating the patient¿s device and reported when they tested impedances at 0.7v all contacts were out of range, they stated they increased to 1.5v and contacts 8 through 15 were within normal range, but contact 0 through 7 were showing high values except for the electrodes were showing greater than 20,000 ohms. It was reviewed to re-run electrode impedances at a higher amplitude (3v) if medically appropriated. It was also discussed to have the patient have an x-ray/fluoroscopy done. The rep indicated that an x-ray had been taken, but they needed to look at the image. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.